Event description:
A caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. Customer was instructed to continue using the pump and to contact support if the issue occurred again.